Event description:
Device #1 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. Onset of adverse event: during vessel closure. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
Lot number was corrected by manufacturer while they were evaluating device sample.

Event description:
Customer stated that a patient with a previously identified anti-m failed to react with vs342. Additional testing was performed and anti-m was identified. Review of vs342 indicated that both donors are heterozygous for the m antigen.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon also appeared protruded towards ruptured side. Catheter body was kinked at 24 and 36cm proximal from the distal tip. Unit is sent to accellent for further evaluation. The 3/18/10-accellent evaluation: the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges if the burst are ragged and there is inconsistent wall thickness in the area that burst. Visually the device has a sharp kink just after the first proximal marker. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Balloon rupture, no patient injury.